Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 4.1, lab: 2.8. Time between testing was reported as 2 hours. Patient¿s therapeutic range is 2.0- 3.0. Caller stated that the nurse who performed the finger stick noticed that the patient was bruising when she was in the patient¿s home to draw the inr.

Manufacturer narrative:
Investigation pending.